Event description:
It was reported that the outer cover of the bd ultra-fine¿ pro pen needle could not be used due to the defect of the needle, and could not be injected. This occurred 25 times. The following information was provided by the initial reporter: "the medicine can not be used due to the defect of the needle, it can not be injected."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of the bd ultra-fine¿ pro pen needle could not be used due to the defect of the needle, and could not be injected. This occurred 25 times. The following information was provided by the initial reporter: "the medicine can not be used due to the defect of the needle, it can not be injected."

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.